Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp)'s caregiver (cg) revealed that a bag fell and became disconnected. The technical service representative (tsr) assisted the cg to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg, it was revealed that the bag was too close to the edge of the table, and then fell off and disconnected. The cg stated that this was an isolated event. The cg stated that the hp did not develop any adverse reactions or need any medical intervention. The cg also stated that the hp is currently performing therapy without any complications.